Event description:
It was reported that an additional lead was being placed to address new pain issues and a pocket revision was being performed to increase patient comfort on the day of this report. It was later reported that a new lead was implanted and "everything else was working well." It was also noted that impedance was performed and results "were good for all." It was stated that the system "was left the same" and that she needed additional coverage. The patient was reportedly "happy" with new coverage.

Manufacturer narrative:
Product ID, neu_unknown_lead lot#, product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4). (B)(4).